Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection could not be conducted since the device was not returned for evaluation. A device history record review could not be conducted since a lot number was not provided. The complaint sample was never returned to teleflex for investigation. The root cause cannot be determined. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. No further action required.

Event description:
The customer alleges that an adverse event occurred (prior to device usage) which required intubation. In preparing for intubation, the doctor attached the blade to the handle with normal force and the light in the blade went out.